Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. PMA/510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause cannot be confirmed, however scope adherence to tissue is a known issue when spraying hemospray in the retroflexed position. The IFU states: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to address a bleeding lesion in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the scope was stuck in the esophagus at or near the ge junction. The physician attempted to rotate the scope while pulling and pushing away from the mucosa. The scope was also retroflexed and irrigation applied to the site but it did not loosen the scope. The patient was intubated and transported to another facility. The scope became detached from the mucosa and was easily removed ¿ either in the ambulance or when the patient arrived at the other facility. A section of the device did remain inside the patient¿s body temporarily but eventually became detached and was easily removed. The patient was intubated by anesthesia to protect their airway and was transferred to another facility with more readily available resources due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.